Event description:
It was reported that the patient's implantable neurostimulator (ins) switched on and off on its own and when the patient wasn't moving. The patient also reported sudden drops in battery charge level and difficulty charging the device. Impedances were measured and found to be normal and no "power on resets" (pors) were observed. The ins was explanted and replaced on (B)(6) 2012 and the patient was reported to be doing "ok for now." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional review indicates the event was reportable for serious injury. Analysis of the stimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the device was replaced and explanted. Physician decided not to use a restoreultra and restore sensor. Therefore, the problems reported in relation to the adaptive stimulation feature can no longer occur. Replacement was successful, but details on the situation were not available as the date of this report. A follow-up report will be sent if additional information becomes available.